Manufacturer narrative:
Submit date: 5/11/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they were was called to the bedside to change PICC dressing. Dressing recently changed three hours prior. History of frequent dressing change. When arrived at bedside and removed dressing to change, site saturated with clear leaking from catheter. Catheter removed. Infant close to full feeding volume, no additional line need to be placed.